Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported problem has not been determined. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was cut. The ligator head returned with all the bands attached, the white band was overlapped and one band was attempted to be deployed in opposite direction. The adapter ring was observed struggled due the band deployed in opposite direction. The handle assembly presented marks of trip wire secured and the slack was correctly taken up. Microscopic examination was performed and it was found that ligator head teeth were bent, and cut end of the trip wire was inspected under magnification. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. According to the evidence found during the product analysis, (band ligation) unable to deploy is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. These knots-related problems can be traced to the manufacturing process as a contributing factor. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. The device was returned. Additional information received on september 01, 2021: it was reported to boston scientific corporation that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands failed to deploy. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported problem has not been determined. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on september 01, 2021: it was reported to boston scientific corporation that there was no difficulty experienced upon setting up the device.